Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , the pediatric patient was getting a "low" reading from the receiver. At that time, they were not feeling good. The parent gave the patient gatorade and sprite based on the cgm reading and they went to sleep. The next morning, (B)(6) 2025 , the patient was throwing up and the cgm was still "low". They checked a fingerstick reading and the reading was high, 400 mg/dl. The parent didn't provide any treatment and called air ambulance. The patient was airlifted to the hospital. The medical staff checked a fingerstick reading and itw as still high, 400 mg/dl but the cgm was still displaying, "low". The patient was reportedly in a diabetic coma, and in diabetic ketoacidosis (dka). The patient was treated with IV insulin and IV saline. The patient stayed in the hospital for three days before being discharged on (B)(6) 2025 , pt was already feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
The patient stayed in the hospital for three days before being discharged on (B)(6) 2025, pt was already feeling well.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the patient stayed in the hospital for three days before being discharged on (B)(6) 2025, pt was already feeling well."